Event description:
A wallflex enteral colonic stent was placed in a female pt in 2008, to treat recurrent colorectal cancer. According to the complainant, on three weeks later, the pt experienced "nausea, some pain and discomfort." The physician performed a hypaque enema (date unk) during which time he suspected "unraveling of the stent and a perforation." After viewing [the hypaque enema image] under fluoroscopy post procedure, it was reported that "the stent does not appear to have unraveled. [In addition].. The stent still has a pronounced flare (30 mm) at the proximal end [as intended] and ... There does appear to be a perforation around the flare." The pt is in hospice care and no further intervention is planned. No pt complications were reported as a result of the event.

Manufacturer narrative:
The lot number is unk, therefore, the manufacture date cannot be determined. The device has not been returned for evaluation; therefore, the cause of the reported event is undetermined.